Manufacturer narrative:
G4: 10nov2020. B4: 10nov2020. The customer declined service/support/repair. If further information is obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24aug2020.

Event description:
The customer reported that the device had an inaccurate tidal volume display. The device was not in clinical use. There was no patient harm.

Manufacturer narrative:
G4: 24aug2020. B4: 11sep2020. H11: h6: patient code updated: the device was in clinical use when the event occurred; however, there was no patient harm. The doctor noticed slightly lower than expected tidal volume readings while the patient was receiving therapy. The doctor moved the patient to another ventilator. H10: after removing the device from the patient, the customer noted that the pressure delivery was correct. Using a test lung, the customer determined that the volume measurements were inaccurate. The customer also reported a large zero offset and concluded that there was a flow module issue. There were no error codes on the device. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.